Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Joystick is intermittently turning on with a white screen and freezing up.